Event description:
It was reported that over a period of time more and more electrode channels have high impedance. It is suspected that the active electrode is broken.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.